Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. It was observed that the therapy cable that was used with the device was faulty. The therapy cable caused the device to log several event codes and not to recognize a patient connection. With a known good therapy cable, proper device operation was observed through functional and performance testing. The customer was advised to order a new therapy cable. The device will be returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the returned therapy cable and determined that the cause of the reported issue was due to the wires in the connector of the therapy cable shorting intermittently. This caused intermittent service codes to be logged into the device memory and a disruption to therapy availability.

Manufacturer narrative:
Catalog number, of the initial medwatch report indicates: v15-2. Catalog number, of the initial medwatch report should indicate: v15-5.

Event description:
It was reported to physio-control that the service led on the customer's device turned on during a user test. It was observed that the device had logged several event codes into its memory. During further evaluation it was observed that the therapy cable that was used with the device caused the event codes to be logged. The device would not recognize a patient connection and would therefore not provide defibrillation therapy if needed. There was no patient use associated with the reported event.